Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing and inspection of the returned the device the customer reported issue was confirmed and the evaluation found the following: 1.) There was waterproof failure due to a pinhole at the bending section cover(a-rubber). 2.) Corrosion was noted from the control unit due to the leakage. 3.) The connecting tube was found to be corrugated. 4.) The angulation in the up direction is out of standards due to the worn angle-wire. 5.) The video is unclear due to the broken ig bundle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The end user facility contacted olympus to report leakage from the bending section of their tracheal intubation fiberscope. The reported phenomenon was discovered during preparation for an unspecified diagnostic procedure and was completed with a similar device.

Event description:
The user facility reported to olympus that there was leakage from the bending section cover of the tracheal intubation fiberscope. The leakage was discovered during preparation for an unspecified diagnostic procedure and was completed with a similar device. Upon inspection and testing of the customer returned device, the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress, chemical stress, and/or the storage environment caused of the event. However, the specific root cause could not be determined at this time. The user can detect the suggested event by properly handling the device in accordance with the instructions for use (IFU): "preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". The user can decrease and prevent occurrence of the suggested event 1 by handling the device in accordance with the instructions for use (IFU): "important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.". Olympus will continue to monitor field performance for this device.